Manufacturer narrative:
Reported event: the event reported that a partial knee end effector was faulty and caused a 30 minute delay in surgery. Device evaluation and results: unable to perform as the part was not returned. Device history review: not performed as the lot/serial information was not provided. Complaint history review: not performed as the lot/serial information was not provided. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Pka end effector faulty. There was a reported surgical delay of 30 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pka end effector faulty. There was a reported surgical delay of 30 minutes.